Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began (B)(6) 2011 at 12:15pm. At that time, the patient obtained a blood glucose result of '223mg/dl' with the subject meter and compared this result to a '186mg/dl' result from another meter. Both results performed greater than 30 minutes of each other. Based on statistical methodology, this is considered to be an invalid comparison. The patient reported that he manages his diabetes with insulin (no adjustments). The patient reported that he made no changes to his regular diabetes management as a response to the readings. The patient reported that he became 'shaky' as a result of the issue. The patient reported receiving treatment of insulin for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 1/10/2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).